Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was not tugged or pulled on after insertion. The customer¿s blood glucose level was unknown. The customer stated that the sensor was not inserted away from restrictive clothing. Customer stated that the site was actively bleeding and blood was not visible on the sensor connector. Customer stated that the sensor had already removed and bleeding was stopped. Customer reported that they received medical treatment as a result of the site issue. Customer also stated that there was green light flashing on charger. The sensor will not be returned for analysis.